Manufacturer narrative:
Initial reporter name and email: (B)(6). Initial reporter occupation: lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during an antegrade pedal access through an 80% occluded superficial femoral artery, an advance 18 lp low profile balloon catheter ruptured upon first inflation at 4 atm using an inflation device. A "4fr/5fr sheath" was utilized and blood was noted in the inflation device. The balloon was not inflated inside of a stent prior to the rupture. The balloon was removed and it was reported that there was not an unintended section of the device remaining inside the patient's body and the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported during an antegrade pedal access through an 80% occluded superficial femoral artery, an advance 18 lp low profile balloon catheter ruptured upon first inflation at 4 atm using an inflation device. A "4fr/5fr sheath" was utilized and blood was noted in the inflation device. The balloon was not inflated inside of a stent prior to the rupture. The balloon was removed and it was reported that there was not an unintended section of the device remaining inside the patient's body and the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿warnings¿ ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU, suggests that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that patient anatomy contributed to this failure mode. The customer stated ¿the patient¿s anatomy was calcified and had 80% occluded vessel" which likely caused the rupture of the balloon. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.